Event description:
It was reported that an endovascular treatment (evt) was performed to treat a heavily calcified chronic total occlusion (cto) from the superficial femoral artery (sfa) to the popliteal artery (pop). When attempts were made to cross the lesion with an asahi crosslead penetration guide wire and a non-asahi wingman catheter, the guide wire could be advanced through the lesion with difficulty. However, vascular-tissue-like object was found attached on the wire tip. An unspecified balloon catheter was then used and an unspecified stent was deployed. The procedure was completed successfully. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported crosslead penetration guide wire was returned for evaluation. Multiple widened outer coil pitches and bends due to torsion were observed on the distal segment of the guide wire for approximately 6mm from the tip. The outer coil was found loosened by accumulated torsion proximal to the tip solder. A reddish-brown foreign object was found seized by the loosened coil, which was likely to be a part of vascular tissue. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the crosslead penetration guide wire while the wire tip had been trapped by the heavily calcified lesion, causing the outer coil to be largely loosened at the tip solder where the coil was fixed so that a part of vessel tissue was possibly pinched. Although it was concluded that this event was not attributed to product quality, a possibility of vessel injury could not be completely ruled out. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] 1. Malfunctions ~ breakage or bending of the guide wire 2. Adverse events ~ vessel dissection.